Manufacturer narrative:
Correction: d3. H11: the device was received for evaluation. During evaluation, the reported problem of 'button error ' was reproduced as the second from left oft key button working intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a worn key and the keypad requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur. This issue would not have a direct effect on the entry of infusion parameters. This issue may result in a delay of the delivery of intravenous (IV) solutions if the user opted to choose a new pump for use. It is unlikely this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of damaged intermittent button error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.